Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose declined to 27 mg/dl on (B)(6) 2015. It was reported the customer was not hospitalized, but required the paramedics to be called. The customer was treated with glucose by the paramedics. Customer stated reported being miserable and belligerent from their low blood glucose. The customer declined to troubleshoot for their low. Customer's current blood glucose was 78 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.